Manufacturer narrative:
Device eval: the eval has not been completed. A review of the device history record did not reveal any exception documents. The customer did not specify if this was the initial use of the device. A f/u report will be submitted when the eval has been completed. Eval, method: device history record was reviewed. Conclusions: other, a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that during a radial angiography procedure, after the physician passed the wire through the introducer sheath, a dissection of the radial artery occurred. When the wire was removed, the tip of the wire appeared rough. No add'l procedures were required. No harm of injury was reported.